Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the jaws on the maryland bipolar forceps instrument were not aligned. There was no report that any piece(s) from the instrument fell into a patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side to side misalignment of the grips. There is a .017 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and the pulley cover at the glue joint. It was determined that the damage to the grip likely occurred due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the instrument's main tube has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.